Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that contrast medium fluid leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter hub after the venipuncture. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about leakage from the catheter hub of iagbc. According to the customer's report, after venipuncture, leakage of the infusion fluid from the catheter hub was confirmed. ... Contrast medium leak was found."

Event description:
It was reported that contrast medium fluid leaked from the bd insyte¿ autoguard¿ bc shielded IV catheter hub after the venipuncture. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage from the catheter hub of iagbc. According to the customer's report, after venipuncture, leakage of the infusion fluid from the catheter hub was confirmed. ... Contrast medium leak was found."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc pro unit with no documentation to indicate product information. Additionally, five photos were provided for investigation. A gross visual inspection found that there was a deformity in the catheter adapter near the wedge. Further microscopic inspection found that the deformity was a crack on the surface of the adapter. A similar deformity could be seen inside the catheter adapter wall that did not extend to the exterior. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a short shot during the molding process. The unit was tested for leakage in which the unit leaked from the described deformity location. Operators perform inspection of molds for short shot per the molding sampling plan. Preventative maintenance is performed to ensure proper functioning of equipment per the quality plan. Additionally, catheter adapters are inspected for cracks or damage and leakage per the sampling plan. The adapter molding sublots were reviewed and no related quality issues or process deviations were found. The DHR for lot 1137809 has been reviewed. This lot was built and packaged on afa line 12 from 24-may-2021 through 29-may-2021 for a quantity of (B)(4). No related quality issues or process deviations were found. H3 other text : see h10.